Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 99% stenosed, de novo, mid circumflex artery, a guide wire was positioned and the traveler rx balloon dilatation catheter (bdc) was advanced to the ostium of the lesion with anatomical resistance noted. The balloon was inflated at 6 atmosphere (atm) and deflated without issue. The traveler bdc was advanced more distally and inflated again, however, the balloon ruptured at 6 atm. A non-abbott bdc and a xience alpine stent were used and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.